Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent.

Event description:
Report rec'd from the USA stating that the device had "hose damage". The device was not used during a surgical procedure. It was unknown if any user or patient injury or medical intervention occurred. There was no add'l info provided.